Event description:
The ins and extension were replaced.

Event description:
It was reported the patient complained of severe abdominal pains in the internal neurostimulator (ins) pocket and electrical stimulation in the pocket when using the patient programmer. The health care professionals observed painful reactions when using the patient programmer and these were amplitude dependent. The pocket stimulation and severe abdominal pain when using the patient programming was confirmed to be amplitude related. Stimulation still worked towards the electrode according to the original programming. The impedances provided the same values for every combination of electrodes.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed a punchout hole on the #2 grommet which caused the #2 electrode impedance to be low. It was noted all other impedance measurements were normal. Analysis of the extension (serial # (B)(4)) and plug revealed no anomaly.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, product typ lead, product ID 7489-51, serial# (B)(4), explanted: 2012-(B)(6), product typ extension product ID 3550-09, serial# unknown, product typ accessory. (B)(4).